Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the tissue pad melt: unknown; or did any of the tissue pad detach from the clamp arm and fall off (not melted away, but a piece broke off): only one device teflon pad detached, nothing drop in patient; if yes, did any piece fall into the patient: no; was the piece retrieved: n/a; is the pad piece being returned with the device: n/a; or, was the pad piece discarded: unknown; does the surgeon activate the device with the jaws closed, with no tissue between the jaws: unknown; did the same issue occur with both devices: unknown.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: did the tissue pad melt? Or did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? Was the piece retrieved? Is the pad piece being returned with the device? Or, was the pad piece discarded? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Why are two devices being returned. Did both device have the tissue pad detached?

Event description:
It was reported that during a liver parenchyma procedure, white teflon pad came off the blade after used. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m92y3c. The device received was returned with the tissue pad in good physical condition and properly attached to the clamp arm and not detached as reported by the customer. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. The device was disassembled to inspect the internal components and it was found that the blade was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The device was analyzed, and it was determined that it was likely used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument. Since as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, no conclusion could be reached as to how the pin hole got cracked. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.